Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood in the lumen. An inflation device filled with water was used to inflate the device, and water was found to be streaming from the balloon. Microscopic inspection revealed a longitudinal burst that was 17mm long. Microscopic inspection of the markerbands found no evidence of damage or irregularities. Microscopic inspection found no irregularities or damage with the tip and proximal bond. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery (rca). A 2.00mm x 15mm apex balloon catheter was advanced to dilate the lesion but failed to cross. After several attempts, the device was able to cross the lesion but the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery (rca). A 2.00mm x 15mm apex balloon catheter was advanced to dilate the lesion but failed to cross. After several attempts, the device was able to cross the lesion but the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.